Event description:
It was reported that the cadd solis pump had upstream occlusion. This is a high priority alarm and would stop the infusion process. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. The reported event was not confirmed through functional testing. The cause of the reported issue was undetermined. There is no repair activities and device passed all functional and delivery tests performed.